Manufacturer narrative:
Additional information. The patient is known to be a child, but their gender and age are unknown. Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 12-mar-2025. - it seems there was no harm to the patient, but was the examination completed using a different endoscope? Yes. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 18-feb-2025 pentax medical became aware of event involving a model fb-8v, serial number (B)(6) broncho fiberscope in china within the apac region. An endoscopic alveolar lavage was performed on a hospitalized patient. During the procedure, the endoscopic field of view was blurred, which interfered with observation and extended the procedure time. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. D8: was this device ever serviced by a third party? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the event that occurred involved an unclear endoscopic view. A pentax engineer consulted with hospital staff and identified the malfunction during use. Fortunately, no harm was caused to the patient, and the procedure was completed using the same device. There are multiple potential causes for unclear images, including improper focal length adjustment or water ingress into the lens system. However, since the device was not returned to pentax for evaluation and the hospital did not receive a clear cause from the third-party service provider, it was not possible to determine the specific nature of the malfunction. Based on the investigation, the root cause could not be determined due to the device having been repaired externally. The device was repaired by a third party and returned to the hospital. The customer was informed of the possible causes for this issue and was advised to consider using the original manufacturer for future repairs. Investigation completion and return date: 19-mar-2025 based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 08-jan-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 21-jan-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.